Manufacturer narrative:
Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that the lumen of the delivery system was torn. The delivery system articulation wire was kinked/bent/stretched. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system tether was broken/cut/pulled apart. The delivery system tether was knotted. Blood was observed in the lumen of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant of a leadless implantable pulse generator (ipg), it was not possible to pull the tether all the way after the tether was cut. The physician was able to pull about 20 cm of tether, and then it stopped. The device was successfully recaptured and the procedure was completed using a new leadless ipg. No patient complications have been reported as a result of this event.